Manufacturer narrative:
This is a follow-up submission to reflect the evaluation of the returned device. Patient demographics (date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Complaint confirmed. The device met all material specifications as received. The evaluation of the returned component revealed evidence of torsional break. Returned screw is broken in half(the threaded half was not returned). Broken screw has gouging and cracks on the body of the screw. The complainant's event typically caused by improper bone preparation, over-insertion and/or bending or leveraging the screw prematurely in the insertion process. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted.

Event description:
It was reported that a quickfix titanium cancellous screw was used for a meta-tarsophalangeal joint fusion procedure. The surgeon used a power drill to screw in the hallux through the first tp joint and used a driver handle to manually tighten the quickfix screw. The toe position was adjusted and it was discovered that the screw broke in half. The distal portion of the screw remained deep in the middle of the first metatarsal. Procedure was completed as planned. Implant was seated at approximately 20 mm. Bone quality was good/hard. Top half of screw is being returned for evaluation.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested/is expected for evaluation but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. The complainant's event typically caused by improper bone preparation, over-insertion and/or bending or leveraging the screw prematurely in the insertion process. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted. Device expected but not yet returned.

Event description:
It was reported that a quickfix titanium cancellous screw was used for a meta-tarsophalangeal joint fusion procedure. The surgeon used a power drill to screw in the hallux through the first tp joint and used a driver handle to manually tighten the quickfix screw. The toe position was adjusted and it was discovered that the screw broke in half. The distal portion of the screw remained deep in the middle of the first metatarsal. Procedure was completed as planned. Implant was seated at approximately 20 mm. Bone quality was good/hard. Top half of screw is being returned for evaluation.